Manufacturer narrative:
The pump was received with broken belt clip rails, missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.

Event description:
Customer¿s daughter reported via phone call that the customer fell down and the insulin pump fell off from body and one the belt rail broke on the insulin pump. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.